Event description:
Patient had adverse local tissue reaction. Dr. (B)(6), revised patient's left hip. A 36 c-taper biolox head and v40 to c-taper adapter.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving a v40 cocr lfit head 40mm/+4 was reported. The event was not confirmed. A material analysis report concluded, ¿the machined tapered surface of the v40 lfit head exhibited evidence of scratches from the explantation process as well as micro-motion damage and corrosion debris indicative of a mechanically assisted corrosion process. No material or manufacturing defects were observed on the v40 lfit head.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Patient had adverse local tissue reaction. Dr. (B)(6) revised patient's left hip. The 36 c-taper biolox head and v40 to c-taper adapter.